Manufacturer narrative:
Lot number and UDI is unavilable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate mode switching due to lead noise issue on the ra lead was observed. There was low, out of range, low voltage lead impedance issue observed on the ra lead. Physician elected to monitor the lead at this time and no intervention was performed. Patient was stable.

Event description:
New information noted that the patient's right atrial lead exhibited loss of capture after experienced an unrelated fall. It was suspected that the lead may have been damaged as a result. Programming changes were made to deactivate the lead. The patient's condition was stable throughout the event.